Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ipg exhibited measurement issues and was unable to store the correct lead impedance data. It was also reported that some evidence of interference was noted on both leads which was thought to be as a result of a potential lead insulation issue. Abnormal high and low impedance trends were also noted on both leads. The ipg and both leads remain in use. No patient complications have been reported as a result of this event.